Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted. The patient's condition was good prior, during and post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found premature battery depletion to be caused by an internal anomaly in the battery.